Manufacturer narrative:
Incident ten of eleven. The product involved in this event is not available for evaluation. A follow up report will be provided upon conclusion of the investigation. The product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The staff member reported a rash on their hands and forearms. Medical treatment was not sought. The staff member was provided a substitute gown. Allergy testing was not performed.